Event description:
It was reported a spectrum pump had an issue with the delivery rate of an infusion in the oncology care area. A medication (unk) was ordered to be delivered in 10 hours, but it delivered in 12 hours. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.